Event description:
Stapler opened onto sterile field, scrub tech went to test & product would not close. New stapler opened, to complete procedure. Manufacturer response for endopath stapler, endopath stapler (per site reporter). Issued rga# (B)(4).